Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. After activating the system, it was noted that the communication between the implantable pulse generator (ipg) and the external therapy disc was inconsistent, thus leading to inconsistent delivery of therapy. When the patient leaned forward, the devices connected well. When the patient sat straight up or leaned back, then the devices lost communication and stopped delivering therapy. A nalu representative attempted to troubleshoot in the field, this did not resolve the communication issues. On (B)(6) 2025 a surgical procedure was performed to reposition the ipg to a more superficial position and place in an area of the back with more stable tissue.

Manufacturer narrative:
The patient is reported to have high levels of fatty tissue on the back where the ipg was implanted. It is suspected that the ipg was implanted too deep to accommodate the shifting tissue when the patient changed position. There are no allegations or indications of any system or component failure or malfunction and all originally implanted components remain implanted and in use. There are no indications that the components migrated after the initial implant. Communication issues appears to be related to the placement of the ipg in relation to the patient's body habitus.